Manufacturer narrative:
Eval summary: no data regarding product identity was received i.e., no lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. (B)(4).

Event description:
A surgeon reported following a glaucoma filtration device procedure, the shunt was touching the iris. The shunt remains in the eye with no harm reported to the pt. Additional info has been requested.